Event description:
It was reported that during a ptca/stent procedure to treat a lesion in the mid left anterior descending, the sds balloon burst during deployment at 6-8 atm. The stent migrated to the periphery of the coronary artery, but was retrieved, with a dilatation catheter. The stent was then lost in the femoral artery where it migrated distally into the periphery. Another company's stent was deployed without incident to treat the lesion.